Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had pinhole leaks. This event occurred during patient use. Four units had this issue. The patient stated that it appears that the patient line and drain line have been spliced together, and the pinhole leaks are occurring at that juncture. The patient stated that the pinhole was on the patient line tubing about halfway down. The patient explained that it looked as if the tubing was too short and another tubing was melded together, and at that melded point the pinhole was found. The pinhole was very small and the tubing was damp from the small amount leaking. The patient stated that during the 3rd or 4th cycle, they could feel the hose jerk a bit from the homechoice pumping and they tubing felt as if it was flexing and broke or caused the pinhole. The patient stated that when they ran their hand over the tubing, the pinhole area felt a bit raised. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample and one companion sample were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. There were no issues noted. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.